Event description:
The customer called in for help with her meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the readings. She was able to reset the meter to mg/dl and no product will be returned for evaluation.